Event description:
Additional information received reported that the hcp decided to leave the ins implanted and treat the patient's pain with drugs, so the system would not be replaced. It was noted that it will change into pain control by using drug. So replacement of ins is not planned.

Manufacturer narrative:
Device used for off label indication. The indication the device was used for was mhy. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient tried to charge a device on (B)(6) 2012, but was not successful. The reporter stated that stimulation was continuing, so the patient did not consult their physician. On (B)(6) 2012, stimulation stopped. The patient consulted their physician on (B)(6) 2013. The device was checked with a clinician programmer and an error message was displayed and telemetry could not be performed. The patient programmer and recharger were tried, but there was 'no behavior.' It was reported that there was a possible overdischarge, and a physician mode recharge was attempted. The reporter stated that the 'battery charge did not seem to be done' and 'it did not perceive the stimulation apparatus.' It was unclear what this referred to, but it may have referred to an unsuccessful physician mode recharge and an inability to communicate with the device. The reporter stated that an 'adjustment device failure' was considered and there was 'no behavior.' It was unclear what this referred to. No cause was identified. Five days later, it was reported that 'personnel of the medical institution' were contacted and told of the possibility of an anomaly of the internal circuit. It was unclear who this referred to. It was reported that a replacement would be considered. Additional information has been requested but was not available as of the date of this report.

Event description:
The patient had not been receiving any efficacy of the therapy at the time of the initial report. The patient was hospitalized at the time of the initial report, although it was not clear if the hospitalization was related to the event or symptoms.